Event description:
Patient came to cath lab [redacted] for an ablation with dr. [Redacted]. Site was pre-closed with perclose closure device x3 with one device failing and not deployed but instead, removed from the body and new access site was obtained. Manufacturer response for closure device, perclose prostyle (per site reporter). Device rep on site observed use and provided education.